Event description:
There were two needles in this suture pack in our outpatient surgery center. The first suture was used on a patient, the second suture which I have was not used on a patient. There were no adverse events related to using the suture as the two atraumatic needles were accounted for and separated prior to use. It's my understanding that the suture functioned as intended once separated from the free atraumatic needle although I was not pleased to hear it was used.